Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Troubleshooting was done. Customer's blood glucose was unknown. It was found in the alarm history the insulin pump alarmed displayable history check failed on start up, battery out limit and external error. Customer stated that the insulin pump was stored and not used for an extended period of time. The insulin pump also passed the self test. The customer was assisted in programming the insulin pump. The customer was advised to monitor the insulin pump. No further information provided.